Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# v496051, implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapy one week previous to report. An intermittent stimulation sensation was noticed as of eight weeks previous. It was stated to happen a few times every week and did not occur with positional changes. The stimulation was felt at the implantable neurostimulator (ins) pocket site. Information in the call reasonably suggested the patient experienced an intermittent shocking sensation at the ins pocket, but it was unclear. When the device ins was interrogated the day of the report it was off. The patient was last seen by the healthcare provider in 2012 and it was indicated the patient had ¿not touched¿ their patient programmer since that time. It was noted the patient had a few CT scans in the last few weeks. Impedances were ¿normal¿ when tested at 2.0v and 300us. When tested at 1.0v and 210us, there were high impedances on contact 0 and 1. Impedances were greater than 4,000 ohms. It was noted the patient's device was programmed on electrodes 1 and 3. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had not done anything to physically turn their device off.